Event description:
The customer reports during a diagnostic colonoscopy using an evis lucera xenon light source, the image on the monitor went red in color. The procedure was immediately abandoned. There were no adverse effects to the patient as a result of this occurrence. The user inspected the device before the procedure according to the instructions for use and noticed no irregularities during the device inspection. No follow-up procedure was required.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being updated to provide investigation findings. The device referenced in this report was not returned for evaluation. The investigation is based on information reported by the customer. The device history record (DHR) was reviewed and it was confirmed the device met all design and safety specifications when it was shipped to the customer. The definitive cause of the reported event could not be conclusively identified.